Event description:
It was reported that a patient using the ilet experienced fluctuating blood glucose with a documented hypoglycemic event to 46 mg/dl lasting about 10 minutes in the morning and a hyperglycemic event up to 285 mg/dl in the afternoon, and the patient requested additional training and assistance changing out supplies; no alerts or alarms were reported. Symptoms included a low blood glucose episode without loss of consciousness, dizziness, or other acute sequelae. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included customer care troubleshooting and education with assignment for additional training and provision of tutorial resources, as well as escalation to the field team and outside trainer. Investigation of this case revealed user difficulty with therapy management and supply change processes, and potential incorrect meal announcements or meal size entries were discussed, with no device alarms or hardware malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was use error and the need for further user training.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.